Event description:
Per the clinic, the patient was placed under general anesthesia for a revision surgery on (B)(6) 2023 in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture.